Event description:
The clinician reported that 9 months after the dental implant was placed in ada site 11 in the patient's mouth, the implant lost osseointegration in type iii bone. The site was grafted. The clinician reported pain and bleeding in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.